Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  The cause of the reported issue was determined to be that the lid reed switch was remaining in a shorted position when the device lid was opened.  This caused the device to appear as if it is not powering on. A replacement device was provided to the customer under warranty. Physio-control has initiated a recall for the reported issue on 05/06/2016. (B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer&#38112;device had no voice prompts. During device evaluation, physio-control observed that the device powered on briefly but then powered off again. There were no voice prompts. There was no patient use associated with the reported event.